Event description:
It was phoned in by the sales rep that the physician experienced an intraclude aortic device, icf100- balloon that would not deflate. The balloon was inflated with saline.

Manufacturer narrative:
The device is currently under evaluation into root cause.

Manufacturer narrative:
The catheter was visually inspected and a kink was found just below the trifurcation hub of the catheter. Chatter was seen between 60 cm and 65 cm marker bands on the shaft of the catheter. The balloon was inflated with 35 cc of water and inflated properly and was able to maintained inflation for over two hours with no defects observed. The balloon was able to deflate. The endoreturn introducer used in conjunction with the intraclude aortic device was found to have the incorrect y-connector in use on the manufacturing floor. This was confirmed by reviewing the raw material stock at receiving inspection. Edwards corrective action has been initiated and supplier CAPA initiated due to this report. A product recall was also initiated as a response to the endoreturn introducer. It is important to note that the customer never alleged a product defect with the endoreturn introducer; no visible defects would have been seen by the customer. Through investigation of the intraclude device, the nonconformance was noted. The complaint and MDR has been submitted under the intraclude device as this product did not perform as intended due to the nonconformance of the introducer. Without this nonconformance, the device would have functioned as intended. Trends will continue to be monitored through the edwards complaints system.